Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate on multiple occasions. Customer restarted the pump to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.